Event description:
It was reported by a customer that the pull ring cap of the minicap transfer set was loose. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed and no issues were found related to batch manufacturing. No sample was returned for evaluation; therefore, the reported problem of a loose cap was not confirmed. No additional information is available.